Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that on occasion, this device would exhibit high out of range shock impedance measurements. Boston scientific reviewed device data and confirmed seven open lead impedance measurements; daily shock values appeared stable. The programmed vector was traid; however the vector at the time of the open lead condition was unknown. Technical services recommended in office isometrics for further evaluations and to inquiry with the patient regarding any electromagnetic interference (emi) exposure on the date of the effected measurements. To date, no further information has been received.